Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the trigger could not be grasped at firing on the blood vessel. Then, the trigger was grasped forcibly. After that, it was found that scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # = m93c93. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 10 conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. However the orange indicator was found undertraveled; this finding is not related with the incident reported. The reported event could not be confirmed as no scissored clips were noted during functional testing. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.